Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. During fill, no evidence of leak was observed near the coil cap or at other parts of the device. After fill, the sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked near the coil cap. This issue was discovered during filling. There was no patient involvement. No additional information is available.